Manufacturer narrative:
(B)(4). Results: eval for the returned product shows that panels side a and b zipper slider bodies are open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer claims zipper damage on both the right and left side panels. The teeth do not connect when the zippers are closed. There was no pt incident or injury reported. Eval shows that panels side a and b zipper slider bodies are open.